Event description:
It was reported that the infusion site of a contact detach set detached after the user removed and attempted to reapply it during a supply change, after which the user replaced only the site, filled the tubing and cannula, and resumed insulin delivery with guidance. Symptoms included a low blood glucose to 71 mg/dl with shakiness risk addressed by oral carbohydrate, and glucose rose during the call. Outcomes included transient hypoglycemia that was self-treated with juice and did not require medical intervention. Investigation included customer interview and troubleshooting with education on proper site replacement and fill procedures. Investigation of this case revealed that the cause of the low glucose and site detachment was unclear. It was concluded that the event involved hypoglycemia of unclear cause without injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.